Manufacturer narrative:
The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event.

Event description:
After investigation it was found that the exposed portion of the soft cannula had a tear and caused a leakage. The patient's blood glucose levels reached greater than 250 mg/dl while wearing the pod between 24 and 36 hours (leg).